Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident multiple users unable to log in to the es server due to an internal server error. A technical support specialist (tss) investigated the logs and identified authentication failures linked to a structured query language (sql) issue, where the dsserveroltp database transaction log had reached full capacity (1.6tb) due to lack of log backups, causing transaction processing blockage and impacting login functionality. Additional observations included data synchronization timeouts and intermittent device behavior such as critical override and missing data. The issue was monitored and eventually resolved after database/log stabilization, and confirmation was obtained from the user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server users were unable to log in, encountering the same error message stating please correct the following before proceeding. Internal server error. However, there were no delays or adverse events or injuries reported based on this event.